Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer reported battery lasts less than expected.

Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 23 mg/dl as insulin pump was malfunctioning. Customer also reported that, it had crack on the battery compartment from top to bottom and around the batter compartment. Customer stated that, the pump has cosmetic damage. Customer advised to replace and discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.